Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lips with one syringe of juvéderm® ultra plus xc. A month later, patient "had a virus (not device related) and the lips swelled up at the injection site." The patient was treated with medrol dose pack. The symptoms have been resolved.